Event description:
It was reported that the 355ld was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device safety shield retracted. There was no consequence to the pt.

Manufacturer narrative:
Endopath dilating tip trocar: based upon inquiry information received, visual examination and functional test, the reported event was confirmed. The instrument was tested and would not arm as received. The obturator handle was measured and found to be skewed. The obturator handle is welded during the assembly process.